Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, there was a delay in clearing the altitude alarm. There customer's blood glucose (bg) level was approximately 200 mg/dl and addressed bg level with an insulin pen. However, during follow up with tandem technical support (cts) the customer was able to clear the alarm and resume insulin delivery but concerned of the alarm reoccurring. Cts educated the customer on possible reasons the altitude alarm would occur. Customer acknowledged.